Manufacturer narrative:
(B)(4).

Event description:
It was reported implant fracture.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Upon reassessment of the reported event, it was determined this MDR was not filed under the correct MFR number. This event will be reported on MFR-0001038806-2020-00189. The following sections have been updated: b4: date of this report. D1: brand name. D3: manufacturer. D4: catalog and lot number. G5: PMA/510(k) number.